Event description:
On january 25, 2020, a reporter for the lay user/patient (patient¿s husband) contacted lifescan (lfs) USA, alleging that the patient¿s ot ultra2 meter was reading inaccurately high compared to another device (brand not reported). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter indicated that the alleged issue with the subject device began at an unknown time, three days prior to contacting lfs. The reporter stated that the patient obtained blood glucose readings of ¿239 mg/dl¿ with the subject meter and ¿84 mg/dl¿ on the other device, performed within 30 minutes of each other. The patient manages her diabetes with oral medication (metformin, dose unspecified) and she reportedly took an unknown dose of her oral medication in response to the alleged elevated result obtained on the subject device. The patient spoke to the csr and advised that and unknown time later that day (after the alleged issue occurred), she developed symptoms of feeling ¿lightheaded, nauseous, sweating¿ and had a ¿rapid heartbeat¿. The patient reported that prior to self-treating by drinking ¿orange juice¿ and eating some ¿maple syrup¿, she obtained a blood glucose reading of ¿54 mg/dl¿ on another device (brand not specified). At the time of troubleshooting, the csr confirmed that the unit of measurement was set correctly on the subject device at the time of testing, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking oral medication based on alleged inaccurate high result obtained with the subject meter.